Event description:
Additional information was received from the patient. They reported that they have extreme, complex isolated oab that no one can fix. They device doesn't work, maybe 5-10% help. The device has not help after 14 months and they wonder if they should have it removed. They don't want to take any bladder meds (they've tried multiple) because they don't work and they want to prevent cognitive decline. They are convinced that the issue is with their brain. The nerves interrupt communication to the urinary system. They can no longer flyer international. With the cabin pressurization an the altitude, they must void every 20 minutes. They get zero sleep, they haven't slept in 3 years. The void 6 to 9 times every night and have "bed phobia" now. They either take sleeping meds or watch tv all night.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated they are not getting desired therapeutic effect. They initially told their hcp they were getting 30% therapeutic effect but patient now believes this was just a placebo effect. Patient stated they have gone through every program and amplitude, even trying very high amplitudes. Patient is frequently on airplane flights for their job, and believes the altitude and pressure negatively affects their urinary issues and they will have to pee every 10 minutes instead of every 40 minutes during the day. Patient will increase stimulation up so high it hurts and curls their toes but patient feels this is worth it to achieve some therapeutic effect. Patient has to go to the bathroom 6-7 times at night but they don't care about that and typically turn therapy off at night, their priority is to get more urinary control for their job. Patient met with someone at their managing hcp's office and was told to just keep amplitude increased at a high level. Patient did not have any further details.